Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. There were no device issues at the time of the patient outcome. The outcome was not considered to be device or device therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022, and the cause of death was unknown. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of the patient¿s available record it was noted that there were no device issues at the time of the patient's expiration. The patient outcome was not considered to be device or therapy related. It was reported that an autopsy was not performed, hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.